Event description:
It was indicated that the customer was hospitalized for dka. Prior to the event, the customer had hbgs and was vomiting. The cause of event was not determined. It was confirmed that the programming and histories were accurate. The customer was bolusing to treat hbgs, but did not change out the set. In addition, the reservoir was placed correctly in the pump. Troubleshooting was performed and the pump passed the functional tests. The customer was educated on the two hbg rule.